Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family member reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. The customer¿s other blood glucose were 276 mg/dl, 301 mg/dl and 314 mg/dl, 379 mg/dl. The customer were not using the auto mode feature. The customer reported that the infusion set had bent cannula. The insulin pump will not be returned for analysis.